Manufacturer narrative:
Customer service made several attempts to contact the customer via e-mail in an effort to get additional info regarding the issue that she was experiencing and to make arrangements to replace the pump. The customer would only indicate in one e-mail response that she "got injured using the advanced breast pump and [she is] looking for someone in the upper management, president or vice-president, that [she] can send all [her] info to who can help [her] out" and in order another e-mail response that she was "advised by [her] lawyer not to have any communication at this time." Neither additional complaint info nor the pump were received from the customer as of the date of this report. Based on the limited complaint info and the fact that the pump is not available for testing and analysis, it cannot be definitively concluded that it caused or contributed to the injury. We will continue to try to get additional complaint info and to get the product back for testing/analysis. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.

Event description:
The customer posted the following on facebook: "who did you speak to? I am trying to get my issue resolved and they keep telling me someone will call me, but it has been over a week and I have not received any call. How can I get some service? Never had this from any company that I have purchased products from. Thanks."